Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit displayed multiple intermittent alarms maintenance* code #9 ap failure¿. Examined logs and observed fault code #43. It is unknown under which circumstances the issues were discovered or if there was any patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated sections: h10, h11. Corrected sections: h1.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit displayed multiple intermittent alarms maintenance* code #9 ap failure¿. Examined logs and observed fault code #43. It is unknown under which circumstances the issues were discovered or if there was any patient involvement.

Event description:
It was reported by the end user that on power up during a routine test, the cs300 intra-aortic balloon pump (iabp) unit displayed multiple intermittent alarms.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10, h11 corrected fields: e3. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse powered up the unit and observed maintenance code #9 and fault code # 43. The fse replaced the fiber-optic assembly. The unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use. The following investigation was performed by the technician of the maquet national repair center (nrc) wayne, nj. The national repair center could not install the fiber optic assy into the cs300 test fixture and test the fiber optic assy as per the cs300 service manual. The nrc visually verified the fluid ingress of the fiber optic assy. Excess fluid ingress was seen on the assembly and could not fully test the assembly. Note: see the attached files for reference. Retaining the fiber optic assy in the nrc per procedure.